Event description:
This procedure was performed in (B)(6) and is part of the (B)(6) study. The procedure date was (B)(6), 2012. A distal embolism (plaque, thrombus, or debris) was reported. Pta was performed within the study procedure of the peroneal artery. Despite the use of the spiderfx filter, post procedural occlusion of the peroneal artery occurred due to small embolus. Revascularization by balloon angioplasty was performed. Please reference MDR 2183870-2012-00240 for the turbohawk used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.